Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient reports having a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse advised her to adjust the lifevest. Follow up indicated applying neosporin and the rash is improving.